Event description:
The customer reports: "during the procedure of insertion of the catheter, it is observed that the introduction of the peel-away is not allowed and the tip is collected and completely folded. The floppy guide is not possible to advance when inserting mounted on peel-away, it damages the guide and damages the vessels (vein)".

Manufacturer narrative:
(B)(4). Customer returned a 2-lumen catheter, lidstock and sheath/dilator assembly for evaluation. The device contained signs of use in the form of biological material. Visual examination of the dilator did not reveal any obvious defects or anomalies. Microscopic examination of the returned sheath revealed the distal tip was split and folded backwards. This damage is consistent with the sheath tip being exposed to excessive force during an attempted insertion. The overall length and outer diameter of the sheath body were measured and were within specification. The inner diameter of the tip could not be measured due to the damage. The returned dilator was able to pass through the returned sheath with minimal resistance. A DHR review was completed with no relevant findings. The IFU provided with this kit instructs the user to enlarge the cutaneous puncture site with cutting edge of scalpel prior to inserting dilator/sheath assembly. The customer report of sheath damage was confirmed by complaint investigation. The returned sheath tip was folded back and split, indicating excessive force was used to insert the sheath. A device history record review was performed with no relevant findings. Based on the sample received, user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "during the procedure of insertion of the catheter, it is observed that the introduction of the peel-away is not allowed and the tip is collected and completely folded. The floppy guide is not possible to advance when inserting mounted on peel-away, it damages the guide and damages the vessels (vein)".